Manufacturer narrative:
(B)(6). The device was manufactured between: 29mar2019 and 30mar2019. The device was received for evaluation. During visual inspection, a tear was observed at the back of the bag. Functional testing was performed and a leak was observed at the upper left back of the bag. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) leaked in front of the bag. There was no patient involvement. No additional information is available.